Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in a procedure on (B)(6) 2024. During the procedure, the balloon had a pinhole. The procedure was completed with another cre pro gi wireguided dilatation balloon. The anatomy location of the procedure and procedure type is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomical location.